Event description:
It was reported, while the patient's stimulator is turned on the pt experiences shocking/jolting. The symptoms began about a year ago. There was no known event associated with the start of these symptoms. The shocking occurs at the ins pocket. The pt remained at home. The patient's status was good. The pt had undergone reprogramming of the device which did not help (date of reprogramming unk). Additional info has been requested, but was not available on the date of this report.